Event description:
It was reported that a post coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure was completed in 2006. The physician direct stented a taxus liberte stent of unknown size, to the 90% stenosed lesion located in the nontortuous, noncalcified left anterior descending (lad) artery. The patient was treated post-operatively with plavix, clopidogrel and aspirin. Three months later,the patient experienced angina and an angiogram showed 90% focal in-stent restenosis in the distal part of the stent. The physician direct stented the vessel with a taxus liberte 2.5x16mm drug eluting stent with good results. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available.